Event description:
The manufacturing representative of a clinical study reported that the patient was unable to recharge the spinal cord stimulator (scs). As a result there was a replacement of the stimulation generator and leads. There were 2 modifications noted.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the implantable neurostimulator (ins) was unable to recharge. The clinical diagnosis was not applicable. The outcome was resolved without sequelae. Interventions included explanting and not replacing the entire system. The patient reported sub-I device pocket. It was determined that the device was flipped in the pocket. This maybe causing the charging issues. Patient reported problems with charging the stimulation generator. A pocket revision was scheduled. The etiology was reported as related to the device or therapy and possibly related to the implant procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional of the clinical study reported a device diagnosis of ins inversion and a clinical diagnosis of increased pain. The flipped ins in the pocket caused the issues with charging.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.